Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found: worn light cover adhesive and optical cover glass adhesive, outlet pipe condition blockage, damaged distal end cap, distal end adhesive worn, leaking control body side cover, damaged switch condition, suction connector water leakage, angle not to specification, minor angle play, air channel volume blocked, water flow and water removal not to specification, and leaking automated air leak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was foreign debris protruding from the air/water nozzle and the channels were blocked on the colonovideoscope. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, it was found that there was white crystalized contamination within the air/water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from side cover and scope connector. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16nov2023.